Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The sjm representative confirmed the issue. The pt stated that he has not charged his system in 6 months. The pt will undergo surgical intervention at a later date to address this issue.

Manufacturer narrative:
Correction/removal number: add'l number - 1627487-07262012-002-r and 1627487-1212011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.